Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, while the atrial threshold of this pacer-dependent patient's cardiac resynchronization therapy defibrillator (crt-d) was being checked with a pacing systems analyzer (psa), two episodes of asystole occurred. The first episode occurred with the right ventricular (rv) lead connected to, and the left ventricular (lv) lead disconnected from, the device. During the second occurrence, both the rv and lv leads were connected to the device. Each time asystole occurred, the device was out of the pocket and resting on the patient's chest. It was reported that the device was programmed to ddd. Boston scientific technical services (ts) discussed that the pacing inhibition resulting in asystole indicated that there was oversensing on the rv channel. Ts discussed that electrocautery mode should be programmed on during surgical procedures. No additonal adverse patient effects were reported. This device remains in service.